Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00569(submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 3 months. Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. Review of the log file data showed multiple low speed events and pump stoppages captured from the evening of (B)(6) 2018 through the morning of (B)(6) 2018, which were associated with low speed advisory/hazard alarms and low flow hazard alarms as well as elevations in pump power up to 17 watts. The abnormal pump operation occurred while the system was connected to both the power module and battery power and appeared consistent with potential percutaneous lead wire damage; however, the evaluation of the returned portion of the perc lead did not confirm the suspected wire damage. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 17.5 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the lead segment did not reveal any discontinuities or shorts, even with manipulation of the lead. Visual inspection of the lead segment revealed extensive rescue tape repairs and areas of minor cosmetic damage to the outer silicone sleeve; however, no damage was noted to the underlying bionate layer. Breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with over 6 years of use. However, the underlying wires appeared overall unremarkable with only a few areas of minor kinking and no evidence of significant insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following this event, the patient experienced further pump stoppages while connected to battery power and an ungrounded patient cable in (B)(6) 2018. Although the customer initially stated that the patient was not a candidate for a pump exchange, the patient was transferred to another facility and underwent a pump exchange on (B)(6) 2018 due to the suspected internal perc lead wire damage (refer to (B)(4)). The implant kit was also shipped with the heartmate ii lvas IFU (document (B)(4)). Section 12.0 "system monitor" includes an explanation for each of the pump parameters. Section 16.1 "unique treatment issues" outlines indications of percutaneous lead wire damage and how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that low flows and pump stoppages were observed. The patient was asymptomatic. Pump stoppages occurred while utilizing grounded power module patient cable. There was concern for a driveline short-to-shield so the power source was changed to batteries and the patient was given an ungrounded power module patient cable. Almost entire length of driveline was covered in rescue tape by patient at home. Tape was not removed when assessing driveline. Patient is not a candidate for pump exchange. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.